Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a loose spring; this condition had the potential to interrupt delivery. This condition was reported to be found in the IV department during programming/setup. There was no report of patient/user involvement, injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a loose spring was confirmed during product evaluation. This condition was caused by a broken safety slide clamp assembly. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Baxter will continue to monitor similar reports to determine if further actions are required.